Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had audio issue. The customer¿s blood glucose was 270 mg/dl. The customer stated that the insulin pump was currently beeping. The customer also stated that they insert new battery and it was still buzzing. The insulin pump will not be return for analysis.